Manufacturer narrative:
Date of event: 2016; additional suspect medical device component involved in the event: model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator.

Event description:
A report was received that the patient could not charge the ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. No further course of action at this time.

Event description:
A report was received that the patient could not charge the ipg. The patient will undergo an explant procedure.